Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The helix was able to be extended and retracted within specification.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during testing of a implantable pacing lead (ipl), the screw jumped out at testing, and there was no smooth movement. The ipl was not implanted, and was exchanged for another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.